Event description:
Customer dosed insulin to a pt based on a high reading. The result was not specified, the pt had a seizure. A lab test was performed and the result was 19mg/dl. The frame unknown. The device was missing the lens for the laser. Unknown if controls had been used. A request was made for the return of the suspect device and replacement product was sent.